Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter read inaccurately high. The patient tests her blood glucose twice a day. She typically tests before breakfast and dinner. Her normal/expected blood glucose levels are around "118 mg/dl." The patient manages her diabetes with set doses of metformin taken twice a day. The patient indicated that the alleged issue started on (B) (6) 2010, at 5:00 pm. The patient reported blood glucose readings of "212, 217, and 242 mg/dl." A few minutes after testing, the patient claimed that she started sweating and her face began to feel warm. The patient administered self-treatment by drinking cold water. The self-treatment helped to relieve her symptoms. At 7:00 pm, that same evening, the patient ate dinner as usual. The patient denied that she tested her blood glucose when she was symptomatic. The patient claimed that she has only gone low once and at that time, her blood glucose level dropped to "70 something." However, the patient claimed that at that time she did not have any symptoms. Therefore, the patient did not know if the sweating was related to low blood glucose or not. The patient also mentioned that if the meter had read accurately, she might have been able to prevent the symptoms from developing by eating something. The patient did not have control solution for troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom of sweating which can be associated with severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.